Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent was the wrong size and did not cover intended area. The 80-90% stenosed target lesion was located in the left superficial femoral artery (sfa). It was noted the intended treatment area had very little tortuosity with medium to high calcification. The lesion was pre dilated using atherectomy and ballooning. An innova 6mm x 150mm x 130cm stent was implanted with no resistance while deploying. The physician noted that after deployment, using fluoroscopy and a radiopaque ruler, the placed stent only deployed to roughly 110mm and only covered part of the intended treatment area. The procedure was completed with no further intervention. No patient complications were reported and the patient was satisfactory.